Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) charging cable is damaged and adaptor is overheating. The patient states that the pdm is not holding charge for a full day.